Event description:
Reportable based on analysis completed on (B)(4)-2012. It was reported that during a stenting treatment procedure a stent was unable to cross the lesion. The 99% stenosed target lesion was located in the moderately tortuous mid right coronary artery. The 3.0 x 16mm taxus element mr stent delivery system was advanced, but was unable to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good. However, device analysis revealed stent movement and damage.

Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by MFR.: device analysis determined that the condition of the returned device was consistent with the complaint incident. However, it was also noted that the stent had moved on the balloon and that the stent was damaged. Visual and tactile examination of the returned device noted distal stent damage. The struts between the second row from the distal end of the stent and the ninth row from the proximal end of the stent were pushed apart and raised up. This damage caused the stent to move distally by approximately 2mm. This type of damage is consistent with the stent meeting resistance upon advancement and/or withdrawal. No kinks or damage was noted to the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).